Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-50sl was being used during a hip arthroscopy procedure on (B)(6) 2021 when the "tip came off at the end of surgery". Further assessment information found that the tip fell into the patient and was removed with a grasper. This caused about a 1-minute delay in the procedure. The procedure was completed with no report of injury, medical intervention or hospitalization for the patient or the user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned device, item aes-50sl confirm the reported problem, and found electrode detached from the device shaft. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised to examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking or malfunction of the device, any of which can result in an unintended surgical effect, injury or equipment damage. Do not use the probe for mechanical displacement of tissue, damage to the probe may occur. This issue will continue to be monitored through the complaint system to assure patient safety.